Event description:
Procedure: gastrectomy. According to the rptr: ten days after the surgery, bleeding was found from the duodenum. Bleeding was reported as over 500cc.

Manufacturer narrative:
(B)(4).